Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.10, corrected information is provided in h.10. Corrected investigation: one set of the collection bag and leukocyte reduction filter was received for investigation. The white clamp above the filter of the returned set was kept closed and we removed the filter of a set of our retained sample and connected the returned filter to the retained sample. We then injected 570 ml of normal saline into the collection bag of the retained sample to observe a flow rate through the returned filter, the flow rate was 3ml/min. Following rinsing the filter with normal saline, we disassembled the filter and confirmed that abnormalities such as detached and misaligned filter media were not observed in the filter. The number of filter media used for the filter conformed to the specifications. We also observed the appearance of filter media. Residual blood, which had not been rinsed, was locally observed in all the filter media. From the above-mentioned investigations, we suspected occlusion in the filter media and therefore dyed the rinsed filter media with toluidine blue for observation. The second and third filter membranes from the inflow side were dyed. The returned set revealed that the filter was connected in the right direction and no abnormalities such as clogging and kink were observed in the tubing. We confirmed that we had not received complaints relating to the lot number in question from any other customers as of february 3, 2022. Root cause: from the investigation results of the returned set provided above, normal saline flowed through the filter slowly and the second and third filter media from the inflow side were entirely dyed dark with toluidine blue (see table 1); therefore, occlusion may have occurred in the filter. Residual blood was locally observed in all filter media and we inferred that occlusion had locally occurred. Hence, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently. From the similar incidents which were previously reported, it was inferred the clogged components were aggregated platelets. We consider that platelets, which activated and aggregated for some reason, were trapped by the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
Investigation: in making the blood bags concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. In making leukoreduction filters, filter membranes are formed and put in filter housings. We reviewed the manufacturing record of the lot number in question. There was no equipment trouble causing the issue concerned and we confirmed that the equipment had operated properly and no anomalies had been observed. We also reviewed the manufacturing records regarding particulate removal rates of filter membranes that were likely to be related to filtration performance. It was confirmed that all filter membranes conformed to all standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. We checked if we had received complaints relating to the lot number in question. A different customer has reported three occurrences of wbc count failure. However, as stated above, the investigation results of the manufacturing record and the testing and inspection record revealed no abnormalities. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w04232103499800u the collection set is not available for return because it was discarded by the customer.